Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 12 months. Manufacturing evaluation conclusion: a direct relationship between the device and the reported event could not be determined. The patient remains ongoing on vad support. Localized infection, driveline infection, and pump pocket or pseudo pocket infection are listed in the hm3 IFU as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions regarding preventing infection are provided in various sections of the IFU, including the caring for the driveline exit site and controlling infection sections.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient had a major infection and was re-admitted on (B)(6) 2018 with infection in patient¿s implantable cardioverter defibrillator (ICD) pocket. On (B)(6) 2018 washout in operating room and wound vac placed. Cultures were positive for pseudomonas. On (B)(6) 2018 patient was discharged on IV vancomycin and meropenem until (B)(6). Patient order will have lifetime oral ciprofloxacin and doxycycline until transplant. All intravenous antibiotics were discontinued and the patient was subsequently transitioned to lifetime oral antibiotic therapy until transplant. The patient was started on oral ciprofloxacin and doxycycline. No further information was provided.

Event description:
Additional information: on (B)(6) 2019, patient presented to the emergency room with a fever of 101.1 degrees. Patient was re-admitted and blood cultures were positive for ongoing serratia marcescens infection. Patient was given oral and parenteral antibiotics.

Manufacturer narrative:
The ongoing infection was previously reported in MFR# 2916596-2019-00794 and MFR#2916596-2019-00790. No further information was provided. The manufacturer is closing the file on this event.